Manufacturer narrative:
The quality control results on the day of the event were acceptable. The alarm trace confirmed there were no errors around the time of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable pth elecsys results from the cobas e411 rack analyzer. The initial result was 613 pg/ml and the repeat results were 97 pg/ml and 96 pg/ml. The questionable result was not reported outside of the laboratory. The result of 97 pg/ml was reported. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with a preanalytic issue at the customer site.